Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-1729. It was reported the pt experienced chest pain radiating over to her breast five yrs ago. The pt had a full cardiac work-up at the time, which didn't reveal anything. Believing the pain to be caused by her scs system, the pt turned it off and has not used it since. As of (B)(6) 2012, she is unable to communicate with her ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.